Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Visual inspection of the returned controller shows no visible manufacturing abnormalities. The warranty seal is not broken, and in its original condition; no loose, or defect components can be identified; no fluid spill marks inside the controller housing; during functional evaluation the unit was powered-on and the unit showed default settings as intended, after activating the controller no plasma was excited, and no output voltage was measured. The complaint was verified and the root cause was determined due to an electrical component failure. Potential factors unrelated to the design, or manufacture of the device that may lead to the reported event are (1) power surge to the controller that caused internal component damage (2) short in the connected wand (3) exceeded the time of the life of a wand (4) use of defective or damaged peripherals such as a foot pedal. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the fa quantum controller did not generate rf when the foot pedal was pressed. The incident occurred before the procedure, therefore, there was no patient involvement. Results of investigation have concluded that this unit had no output voltage measured, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.